Event description:
Event [preferred term] indication embolization of bilateral renal angiomyolipomas (aml) [suspected off label use], indication embolization of bilateral renal angiomyolipomas (aml) [device use issue], pulmonary embolism due to gel-foam migration [pulmonary embolism], maternal exposure during pregnancy [maternal exposure during pregnancy], , narrative: this is a literature report for the following literature source(s): "a wandering embolus: sequelae of gel-foam renal angiomyolipoma embolization", journal of medical toxicology, 2026; vol:22(2), pgs:238-239. A 30-year-old female patient (pregnant) received absorbable gelatin (gelfoam), for therapeutic embolisation. The patient's relevant medical history included: "g2p1001" (unspecified if ongoing); "g2p1001" (unspecified if ongoing); "bilateral renal angiomyolipomas" (unspecified if ongoing); "pigtail catheter" (unspecified if ongoing). The patient was 30 weeks pregnant at the time of exposure to absorbable gelatin. The patient was 30 weeks pregnant at the event onset. The patient took concomitant medications. The following information was reported: suspected off label use (intervention required, medically significant, life threatening), device use issue (intervention required, medically significant, life threatening), outcome "unknown" and all described as "indication embolization of bilateral renal angiomyolipomas (aml)"; pulmonary embolism (intervention required, medically significant, life threatening), outcome "unknown", described as "pulmonary embolism due to gel-foam migration"; maternal exposure during pregnancy (non-serious), outcome "unknown". The patient underwent the following laboratory tests and procedures: angiogram: showed bilateral ground glass opacities and, notes: consolidations concerning for pulmonary embolism, multifocal pneumonia, or acute respiratory distress syndrome; huge mass with near complete embolization was, notes: performed after superselection of the feeding artery with embosphere and gelfoam. During embolization, a large draining shunt was identified; echocardiogram: noting right ventricular dilatation with increased. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of pulmonary embolism. Causality for "indication embolization of bilateral renal angiomyolipomas (aml)" and "pulmonary embolism due to gel-foam migration" was determined associated to absorbable gelatin (malfunction)., comment: considering the plausible drug-event temporal association, a contributory role of the suspect product gelfoam to the reported event pulmonary embolism cannot be excluded in the setting of off-label use. It was reported that imaging, haemodynamic monitoring and clinical presentation supported a diagnosis of pulmonary gel-foam embolus. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.